Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 4.8cm abdominal aortic aneurysm approximately 6 weeks ago. Vessel morphology was reported as a small bifurcation diameter; iliac arteries are moderately calcified and had moderate to severe tortuosity. It was reported that the endurant bifurcated stent graft was delivered; however, during the deployment, the right iliac limb was dissected by the guide wire. The bifurcated stent graft covered the dissected area of the vessel. Nine days post implant, the patient presented with leg pain. The CT demonstrated that there was an iliac limb occlusion in the left contralateral limb (ref MFR # 2953200-2011-01247) up to the bifurcation (ref MFR# 2953200-2011-01246), most likely due to the vessel morphology. The physician performed an endarterectomy and implanted a balloon expandable bare metal stent inside of the stent graft. The occlusion was resolved. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: (arterial/vessel occlusion). Results/conclusions: (small bifurcation diameter, vessel tortuosity and calcification).